Event description:
The reporter stated that the b-port of the stopcock was cracked using another MFR's dead ender. There was no pt injury or treatment associated with this event. This event was reported to medex medical in england from germany.